Event description:
Pt was revised due to a broken femoral component (rt. Side). The implant was broken at the medial distal/posterior angle junction. There were no unusual circumstances and the pt is a very active; 62 year old banker in good condition; at 6'4" hgt. 240 wt.